Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 213, 169 mg/dl (first set) and 328, 232 mg/dl (second set). Tests were done within 10 minutes with a difference of 20% (first set) and 30% (second set). Pt did not experience any adverse events. No further info has been reported.